Manufacturer narrative:
D6; device not returned for evaluation.

Event description:
It was reported by another co, report #h33000129-w3, the co's device was used during an unk procedure. The device would not staple. There was no consequence to the pt. 1/15/97 the rep reported there is no add'l info available.